Manufacturer narrative:
Investigation pending. Serial #: (B)(4).

Event description:
Customer performed correlation study with one inratio and two inratio2 meters. Customer alleges discrepant results: inratio: (sn# (B)(4)), inratio2: (sn# (B)(4)), inratio2: (sn# (B)(4)). Inratio: inr = 3.2, inratio2: inr = 2.9, inratio2: inr = 2.8.